Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized for diabetic ketoacidosis. She had rapid heart palpitations, was dizzy, weak, and had frequent urination and abdominal pain. The blood glucose reading was 600 mg/dl. She stated that she had not been wearing the insulin pump for three days prior to the event. She also reported that she had been discharged the day prior for another hospitalization due to diabetic ketoacidosis. The insulin pump was not replaced or returned.